Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they reloaded the configuration file onto the viewing station of the imaging system on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed that the configuration file was missing. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.